Manufacturer narrative:
UDI: (B)(4). Reporter's phone number extension: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified trauma surgical procedure, it was observed that the small battery drive device was overheating. The reporter stated that the device was sent to the biomedical unit because it was overheating. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: h4: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 6/8/2017 to 12/1/2015. Correction: d4: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(6). The device unique identifier( UDI) has been updated accordingly. D4: UDI - (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. It was determined that the device passed all assessments. Therefore, an assignable root cause was not determined. However, during repair, a visual and functional assessment was performed which determined that the device showed signs of immersion, there was an unknown liquid on the ecu (electronic control unit) and the motor, and there was excessive debris on the ball bearings. The assignable root cause was determined to be traced to maintenance, which is insufficient cleaning/maintenance of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.